Manufacturer narrative:
Insulin pump received with unresponsive act button, due to flattened dome switch. Insulin pump received with minor scratches on lcd window, cracked case on display window corners and battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive act button. The blood glucose reading was 248 mg/dl. No significant events leading to the keypad issues were observed. The customer's mother stated that the customer had been doing a bolus after a snack when he noticed that the button did not respond. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.